Manufacturer narrative:
Concomitant medical products: product ID: 457445, product type: lead, implanted: (B)(6)2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had triggered elective replacement indicator (eri). The eri was suspected to be due to higher than expected right ventricular (rv) lead thresholds over time, and the left ventricular (lv) lead with high thresholds, noted exit block and intermittent capture. The crt-d was explanted and replaced. The lv lead was partially explanted, remains in the patient out of service, and a new lv lead was implanted. The rv lead settings were re-programmed and the lead was re-connected to the new device, and remains in use. No patient complications have been reported as a result of this event.